Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery (rca) with heavy tortuosity and heavy calcification. The 4.0 x 38 mm xience prime stent delivery system was selected for use; however, during un-packaging, when the protective sheath was removed, the stent dislodged from the delivery system inside the protective sheath. No resistance was noted when the protective sheath was removed. The device was not used on the patient. A new 4.0 x 38 mm xience prime stent was used successfully. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. Stent dislodgement was confirmed. Based on the visual analysis of the returned device, there is no indication of a product quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be with all additional relevant information.